Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and intermittent capture at max outputs. A replacement lead was attempted, but unable to be placed due to patient anatomy, therefore the implanted attempt was abandoned. The lv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.